Event description:
The bone void filler was re-constituted per protocol. The mixture did not stick together properly and became a doughy, balled up mess. A new package was open and the case proceeded without further incidence. The original intended procedure was finger arthrodesis.

Manufacturer narrative:
On (B)(4) 2011, skeletal kinetics, the MFR of the device in this report, received from (B)(6), a MDR report # (B)(4) by the user facility/importer at (B)(6) in (B)(6) of the device failed to mixer properly. Upon further inquiry to our distributor, osteomed, it was found that the technician mixed the product was never trained and the mix was described as "a doughy, balled up mess" therefore it had to be discarded; a second batch of the same product was mixed under the supervision of the sales rep and the mix was fine and was implanted. The root cause of this event was due to the technician did not follow the instructions for use and was not properly trained of the procedure. Per batch record review, the lot of device met all functional and sterilization release criteria; device from same lot of the actual device involved in incident was also evaluated and it met all functional releases criteria. Section (B)(4), the instructions for use, stating "the operating physician should be experienced in current advances in surgical techniques and standard operating procedures. Add'l training from a company rep is recommended."